Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the caller by providing pump reset information and helping to reset the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to call back if the malfunction reappears.